Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal procedure, it was noticed that incrustation was forming on the renal coil of the stent. The bladder coil was described as "hard and abrasive." According to the physician, kidney stones started to form around the stent, causing the stent to become obstructed. The stent was indwelling for two weeks. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the stent had a greenish-yellowish adherence at the renal pigtail and the bladder end had a strong brown residue.

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent removal procedure, it was noticed that incrustation was forming on the renal coil of the stent. The bladder coil was described as "hard and abrasive." According to the physician, kidney stones started to form around the stent, causing the stent to become obstructed. The stent was indwelling for two weeks. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿stable.¿